Event description:
On july 23, 2024, a patient with pulmonary embolism (pe) underwent pe thrombectomy using inari devices. During the procedure, the treiver24 (t24) catheter was used to aspirate clot from the patient's lungs. During one aspiration in the left pulmonary artery, the distal marker band detached from the catheter but remained on the guidewire. The physician successfully aspirated the marker band though the t24. The procedure was completed with approximately 95% of thrombus removed. Postoperatively, the patient was doing very well with significant hemodynamic improvement.

Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot. The device labeling includes foreign body embolism as a possible adverse event/complication. Manufacturer reference #: (B)(4).